Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts were made to retrieve additional information. If additional pertinent information becomes available, a follow up will be sent.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter presented a leak.

Manufacturer narrative:
Submit date: 7/13/16. The DHR review indicated that there was no quality issues associated with this defect mode. All DHR are reviewed for accuracy prior to product release. The complaint description states that [customer reports the catheter presented a leak.]. Since the sample was not returned, there is no enough evidence to determine what could cause this event. Based on pfmea and dfmea were reviewed in order to identify possible root causes for the failure leaking. The following potential causes were identified in the pfmea/dfmea or in addition to this document: misuse, inspection in process failed or not performed, improper materials selected, inappropriate use of sharp objects, mishandling. However without the sample it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100 % in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations). As per pressure test procedure, manufacturing performs 100% leak testing at the final stage of production all acute dialysis catheters with straight and curved bodies and with straight and curved extensions, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.